Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that dr. Williams referred the patient to an insurance adjuster physician, dr. (B)(6) in (B)(6) city to be referred to a pain management physician for further evaluation. The physician who this patient was being followed up with was reported as unknown. It was reported that the patients weight was (B)(6) pounds. No further complications were reported.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient receiving morphine 25mg/ml for a total dose of 19mg/day and bupivacaine 15mg/ml for a total dose of 11mg/day via an implantable pump for spinal pain. It was reported the patient presented to clinic for 1500 titration appointment. The patient reported they had received a blood patch on (B)(6) 2017, and since the blood patch they noticed and observed swelling at the surgical spinal incision site measuring approximately 5mm in length and 3 mm in width. It appeared fluid filled and tight, but incisions looked clean and not red or inflamed. The patient reported fluid leaking at the spinal incision site, approximately a quarter size amount several times throughout the day. It was also reported swelling at the pump abdominal surgical site that appeared fluid filled around the entire diameter of the pump in the abdomen; however the incisions did not present with any redness or inflammation. It was noted that the patient reported this when both the manufacturer representative (rep) and healthcare professional (hcp) in the room. The hcp decided to keep monitoring the sites as to rule out typical post-operative surgical site swelling, and to have the patient follow up with the office if condition worsened or did not improve. The patient was scheduled for their routine pump refill at hcp office on (B)(6)2017. It was noted that the patient called the rep a few times from (B)(6)2017 with complaints that the swelling at the spinal site had not improved. The patient was recommended to contact hcp to inform them of these complaints, so the hcp could medically evaluate and assess condition. The patient was redirected to reach out to hcp and recommended another evaluation by hcp and a possible referral to a hcp who would be will to perform a catheter and rotor study. The patient was instructed to wear an abdominal binder post-operatively until all swelling subsided. It was noted that the patient followed up with another hcp in (B)(6) and stated that physical observation from that hcp revealed that it was unlikely cerebrospinal fluid (csf). No further diagnostics were performed per patient. It was again recommended that the only way they would know 100% would be by performing a catheter and rotor study, and to have that set up with hcp. It was noted that the patient would have to do this and that the rep could not. It was noted that no catheter or rotor study was performed as the approval with insurance was never finalized. On (B)(6) 2017, the surgical incisional sites, spinal and abdominal were still swollen. The spinal area had no change in site, and abdominal site had diminished in swelling, however some swelling was still observed. The patient also reported pain was not well controlled still. The patient was refilled and an increase in titration was performed. A catheter and rotor study was recommended and a referral was sent to rep and patient and would also be sent to hcp office for further investigation of the pump status. The rep continued to inform the patient that these issues must be relayed to the hcp so that they can take the right course of action and get the patient seen by and hcp adequately to assess and diagnosis the pump issues via a catheter and rotor study. At this time it was noted that the patient was waiting for approval for study and for procedure to be scheduled during this time. Actions/interventions were still underway. It was noted that the issue was not resolved at time of report, and the patient's status at time of report was "alive-no injury." Other known medications included the patient was taking oral narcotics. The catheter tip was at t-2. No surgical intervention occurred or was planned. The patient's weight was 176 pounds. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep). The patient had continued to complain of the spinal surgical site swelling. The surgical swelling looked the same as it had before and there was no fluctuation in size or appearance. The patient had not fallen or done any strenuous activities that could have caused the issue. Actions/interventions taken were to be determined and it was unknown of the event was resolved. It was unknown if surgical intervention would occur. The patient remained "alive - no injury".